Event description:
A nurse reported following an intraocular lens (iol) implant surgery the patient was disappointed with the clarity of vision and the glare at night. The lens was exchanged for a monofocal lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).